Event description:
Per the clinic, the device was explanted (specific date not reported) due to poor sound quality and no measureable benefit with device use. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
This report is submitted on january 13, 2022.